Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed an error message (sf82) related to the hardware alarm controller and an error message (sf140) related to alarm priority. The main circuit board was replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (system fault). There was no harm or injury reported as a result of the incident.